Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was used after crossing the guide wire, but a balloon rupture occurred at 8 atmospheres upon initial dilation. The procedure was completed with another of the same device. No patient complications reported.